Event description:
Patient sedated for endoscopic procedure ercp. Two cm trapazoid basket failed to crush large bile stone and then failed to release the stone. Handle on basket broke. Patient intubated and taken to surgery for laparoscopy surgery to remove equipment and bile stones.